Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed replace battery now. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the alarm. The customer did not receive a low battery alert prior to the replace battery now alarm. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self testings sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Analysis was unexpected battery power loss alarm, replace battery alarm and replace battery now alarm found in pump history due to connector resistance on connector board. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance on connector board. After disconnecting and reconnecting the internal battery connector at connector board. The insulin pump was monitored and functioned properly. Unit was received with cracked select button keypad overlay.